Event description:
Per the clinic, the patient experienced pain with device use and a perception of heat originating from the internal device.since replacement of external equipment, pain and heat sensations have ceased. Clinical monitoring of the patient will continue to ensure resolution of the issue.

Manufacturer narrative:
(B)(4): implanted device remains.